Event description:
A malfunction alarm was reported by the customer with the malfunction code malf 12. There was no reported impact on the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted them in resetting the pump. The malfunction did not recur, and the customer was informed they could continue using the pump and to call back if any further malfunctions occurred.